Event description:
The patient was burned. Pad burned patient. Faulty pad. Flagship inspected unit in (B)(6) or august. Under pad was a burn on lateral side of knee. Pad was used 2 or 3 times. Pads intact. Wire leads were checked and ok'ed by technician from flagship. Machine was taken out of service. Patient seen by primary doctor and burn physician. Per trigger word form. They have had this device for 2 years and no other devices were used at the same time. They were using ifc 2 " square on the left knee approx 5x5 square in 4 p. Doneco brand electrodes used on same patient 3 other times with no incident. No discomfort during or after treatment. The electrodes were not placed on any open wounds or a rash. The device completed the cycle. Noticed the burns immediately upon removing electrode. It is still healing, third degree burns. They seek medical attention. They used pre-set ifc setting on machine- no manual changes were made. Carrier frequency 5000. Lead wires were just checked / replaced in (B)(6) did not specify if replaced. The electrodes were 5 inches apart. We do not have a stop button, but the patient was close enough to the machine to reach the turn off button. They used a preset interferential. The currents were placed in an x pattern with each electrode in a square around the knee 5 inches apart. 3rd degree burn on lateral side of knee, directly under pad. Machine is out of service now. Pad was used maybe 2 or 3 times. When leads were checked in (B)(6) they stated the leads were all okay (technician from flagship). Patient went to his primary doctor who sent him to the burn unit outpatient doctor. Device was returned to importer for inspection. Findings:the lead wires returned are the lead wires used at the time of the event, it is very likely that this is the cause of the adverse effect. Lead wires that are a year old or more, under a year old but heavily used or poorly maintained, have visible kinks, or have visible damage hold a risk of transmitting inconsistent stimulation to the electrode. This can manifest as low stimulation, high stimulation, or choppy stimulation. As such, it is pertinent that the lead wires be checked often and handled with care. Lead wire 4 from this return poses a significant risk to the patient in its current condition. However, we cannot definitively determine anything at this time.

Manufacturer narrative:
We asked importer to get further information for investigation, and we have checked the DHR (device history records) of the same batch, there were no problems observed during the manufacturing or testing noted in the DHR. The cause of the customer's complaint could not be determined due to no sufficient information is available.